Manufacturer narrative:
(B)(4). Malformed clip, crimp nonconforming. The analysis results of the device found that it was received in good visual condition. Upon firing of the device it was noted that the lower and top shrouds were extended from the shaft due to an insufficient crimp. Two clips with gap were fired, after the second firing the top and lower shrouds were manually inserted back into the device and the device fired the remaining clips as intended. No conclusion could be reached as to what may have caused the found condition of the crimps. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device only had three clips, at the fourth firing there was no clip. The device fired the three clips fine, however, there were no more clips in the device. Another device was used to complete the procedure. No adverse consequences reported.